Event description:
The technician alleged the brake casters are not holding on the head end of the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced to brake hex rod to resolve the issue.